Manufacturer narrative:
Follow-up # 1 ¿ (10/03/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 9/5/2013 and 9/26/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, the meter was found to be missing a battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan (lfs) alleging that her onetouch veriopro meter was reading inaccurately high compared to her feeling/normal result(s). The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests four times a day and manages her diabetes with novorapid insulin (5 units at 6:30am, 6 units at 12pm and 7pm) and lantus insulin (12 units at 10pm). When the patient's blood glucose reading is below 60mg/dl, the patient would typical experience symptoms of shaking, yellow stains in eyes, and sweating. When the patient's blood glucose is over 180mg/dl, she feels tired. The patient corrected and clarified that the alleged issue occurred at the same time she contacted lfs ((B)(6) 2013, at 9:20am). According to the patient, five minutes prior to contacting lfs, she was experiencing symptoms of low blood glucose (confirming symptoms of seeing double, yellow stains in eyes, and shaking). Before her symptoms began, the patient indicated her previous blood glucose reading ("101mg/dl") was obtained at 6:30am that morning and the reading was a typical result for that time of the day. After obtaining the result (101mg/dl) the patient indicated she administered her usual dose of 5 units of novorapid insulin and consumed her breakfast. At the time of the alleged issue, the patient reportedly obtained a blood glucose reading of either "72 or 74mg/dl" with the subject meter. After the alleged issue occurred, the patient indicated she consumed a single sugar cube and felt better soon after. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Test strip lot #: not provided.